Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure at level l4. Postoperatively, the patient reported chest pain. X-rays showed a bone cement extravasation in the pulmonary artery. The patient was seen in the ER postoperatively. No additional information was reported.

Manufacturer narrative:
Method - follow-up with company representative.